Event description:
A laparoscopy was being performed and when grabbing the fallopian tubes with the grasper the tip broke off. The tip was immediately removed from the pt with another instrument. No additiional surgery.